Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the surgeon fired the tsw35 five times across the round and broad ligaments. After the 6th firing the device handles locked together and would not open and accept another reload. A 2nd tsw35 was opened. On the 1st firing a loud cracking noise was heard. The staple line fired fine, but the device was then unfunctional. There was no consequence to the pt.

Manufacturer narrative:
Device-b: d5; h2,3,4,6; g4: added additional info. H6; anvil dislodged/broken firing mechanism. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damaged, a no b broken tow; batch number, a k01880 b017; cartridge pan in place/condition, ab yes/good; condition of drivers, ab good; lockout tabs on pan condition, a bent b fired and position/condition of wedge sleds, a fully fired b part. Functional tests & results: condition of clamp first lockout, ab good; condition of clamping mechanism, ab good; condition of firing mechanism, a good b bent; condition of knife, ab good; condition of wedge bands, ab good and is hyper lockout condition present, ab no. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument a was returned in good physical condition. Instrument a was cyced, fired, cut, and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument b was returned non-functional. Instrument was disassembled and found to have damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through spent cartridge, firing prior to complete clamping of jaws and failure to properly follow reloading instructions.